Manufacturer narrative:
This is 1 of 2 medwatch reports regarding this event. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced change sensor, sensor glucose vs. Blood glucose, sensor updating, calibration not accepted. The customer reported hyperglycemia which did not require treatment. Customer reported the following led up to the event: no troubleshooting was identified. The event involved product(s) mmt-7040a, mmt-242a, mmt-332a, mmt-1884. Customer is reporting a discrepancy between sensor glucose vs. Blood glucose which is not within range. Explained sensor may have no longer been responding to glucose changes. Customer reports receiving a "calibration not accepted" alert. Customer entered a new blood glucose to calibrate but calibration was not accepted and a "change sensor" alert was received. No further patient complications were reported. Product return requested for mmt-7040a. Customer declined to return, or is unable to return. No product return is required for mmt-242a. No product return is required for mmt-332a. No product return is required for mmt-1884. The customer will continue using the device.

Manufacturer narrative:
Additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Updated summary: the customer reported blood glucose value of 280 mg/dl and sensor glucose value of 50 mg/dl. Troubleshooting was performed and it was found that difference in readings is not within range and insulin delivery was not suspended due to difference. Hence event submitted under regulatory report (2032227-2025-110695) is not-reportable.

Manufacturer narrative:
Additional information has been received which was not included in the initial report. The information has been provided in sections b5 with this report. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Updated summary: troubleshooting was performed for difference between glucose values. The customer blood glucose was 280mg/dl and sensor glucose value was 50mg/dl at the time of incident. The difference between glucose values were outside the acceptable range. Insulin delivery was not suspended. The customer was under the medication of paracetamol.